Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for an implant procedure on (B)(6) 2021. Upon connecting the atrial lead, the physician noted that there was noise while mapping the lead before deploying it. The noise was present only when unipolar configuration was set to the lead tip electrode. It was suspected that there was an issue with the tip electrode. The lead was replaced and a new lead was implanted. The patient was stable throughout.